Event description:
Two endeavor sprint rx drug eluting stents were implanted, one in the proximal rca and one in the proximal lcx. At 1 month, 6 month, 1 year, 1.5 year, 2 year and 2.5 year follow-up's pt was asymptomatic / free of symptoms. It is reported that the pt suffered spontaneous gastro-intestinal bleed approximately 2.5 years post index procedure. Pt was taking clopidogrel and aspirin 24 hours before the event. Investigator indicated that event was not related to the study stent or procedure (ref MFR # 2953200201002485).

Event description:
It was reported that a bhr revision was performed due to femoral neck thinning followed by femoral neck fracture of the right hip. Surgeon does not fault the device. The device was implanted in 2004.